Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an unexpected compromised force sensor system alarm. Blood glucose value was 348 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. The device was unable to perform basic occlusion test, occlusion test, prime test, a 33 test, excessive no delivery test nor verify a 33 alarm due to motor error alarm. The insulin pump passed the rewind test, displacement test and the motor passed the motor test.